Manufacturer narrative:
Device not returned. Additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Furthermore, there was no allegation of a product malfunction. This patient also had another device implanted at the time of death; (B)(4).

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the patient has expired after an implant duration of approximately 2 months. Unfortunately, the cause of death was not provided. According to the patient's discharge summary, the patient had a flexible fiberoptic bronchoscopy and a right video-assisted thoracic surgery, total pulmonary decortication and pleural biopsies performed for recurrent right-sided pleural effusions. The procedures went well without complication. The patient was discharged on (B)(6) 2010. No other details were provided. Furthermore, there was no allegation of a product malfunction.